Event description:
Clinical study. Same case as MDR 6000093-2005-00708. Same patient as MDR 6000093-2004-00745, and 00746. 344 days after a coronary artery drug eluting stenting procedure the patient underwent a target vessel reinterventin (tvr). The index procedure treated two target lesions after the patient experienced an mi. Target lesion 1 was a 2.5 mm vessel diameter, 80% stenosed region of the distal left anterior descending artery (lad). The physician predilated the lesion prior to placing two overlapping taxus express2 8.8% drug eluting stents (des) without complication. The first des placed was 2.5 x 12mm followed by a 2.5x24mm that overlapped by 4.0mm. The two drug eluting stents were post dilated after deployment. Target lesion 2 was 2.5mm vessel diameter, 90% stenosed bifurcated region of the mid lad. The physician predilated the lesion prior to performing the double wire technique. The physician then placed two overlapping 2.75 x 12mm drug eluting stents. The drug eluting stents were post dilated after deployment. A flow impairment side branch event was noted as a procedure complication. The patient was discharged from the hospital three days post index procedure receiving asa, plavix and zocor. The site reported that the patient underwent a tvr 344 days post index procedure. The tvr was performed to alleviate proximal edge restenosis of a previously placed stent in the mid lad. The physician implanted one taxus express2 drug eluting stent into the proximal lad to treat the restenosis. During the tvr procedure the physician also treated an unrelated vessel by placing two taxus stents in the proximal circumflex artery. The patient was discharged from the hospital two days post tvr.

Event description:
It was further reported that the patient was enrolled in the arrive program on the date of the index procedure. Target lesion 1 (30 mm long) was identified in the distal lad with 80% stenosis and a 2.5 mm reference vessel diameter. Target lesion 1 was treated with pre-dilatation and placement of two overlapping taxus stents (2.5x24 mm and 2.5x12 mm). Residual stenosis was 0% after post-dilatation. Target lesion 2 (15 mm long) was identified in the mid lad with 90% stenosis and a 2.5 mm reference vessel diameter. Target lesion 2 was treated with pre-dilatation and placement of a 2.75 x 12 mm taxus stent, jailing the diagonal branch. Cutting balloon angioplasty was performed and a second taxus stent (2.75 x 12 mm) was deployed. Residual stenosis was 10% following post-dilatation. The site reported an mi as a cardiac event occurring one day post index procedure that was adjudicated as not an event. The patient was readmitted 342 days post arrive enrollment with recurrent angina and a positive stress test. Cardiac catheterization two days later revealed that the lmca was tapered in its distal segment, the lad had 80% stenosis at the the edge of the most proximal taxus stent, and 80% stenosis at the origin of the major diagonal branch which is jailed by the previous stents. The lcx had 75% proximal stenosis, and 85% mid stenosis. The rca had diffuse plaquing. The proximal lad was treated with a cutting balloon and pacement of a 3.0x8 mm taxus stent. Residual stenosis was 0%. The proximal and mid lcx lesions were both treated with predilatation and placement of 2.75x12 mm taxus stents. Residual stenosis was 0% in the mid lcx and 5% in the proximal lcx. The patient was discharged two days pot tvr on plavix and asa. In the opinion of the physician there is a probable relationship between the event and the taxus stent.